Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was accidentally dropped onto a hard surface, resulting in a cracked display screen, and the user continued glycemic management using their cgm and established plan while a replacement was arranged; the user also reported hand tremors leading to occasional failed infusion set insertions, for which compatible infusion sets were supplied. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no medical intervention or hospitalization and continued therapy with mitigations in place. Investigation included troubleshooting, user education on data sync, shutdown, and device return, and logistics review for replacement and accessory fulfillment. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no reported alerts or alarms and no evidence of broader device malfunction; accessory shipping error was identified and corrected. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.